Event description:
Caller reported 537 mg/dl on the compact meter and then 3-4 minutes later 150 mg/dl on compact plus meter. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor leaked. The product was changed out and the surgery was completed successfully.